Event description:
The customer reported that vasoseal was deployed in the holding area. Hemostasis could not be achieved at time of deployment and femostop was applied. Pts groin was red that next day pt went for ultrasound and a pseudoaneurysm was found. 0n 2/18/99 pt went for surgical repair of pseudoaneurysm. No further complications were reported. Pt seen in drs office on 2/26/99.